Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from an infection and extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. Explantation was not planned due to a deterioration of device unrelated health issues from which the recipient subsequently passed away. This is a final report.

Event description:
The user came to the clinic for mapping. On examination, the implant was observed to be exposed with a sinus above the coil area, surrounded by yellow pus, suggesting an infection. The user and his daughter were unaware of the exposed implant. He had not experienced any pain/swelling/redness/inflammation in the area. Only when pressure was put around the area, did he feel pain. Bloodwork has reportedly not shown any signs of infection. The user was admitted to the hospital for an IV drip, swab sampling, and antibiotics. Given the device's excessive exposure, the otologist assumes that an explantation is likely necessary, retaining the electrode, and, eventually, a re-implantation after healing. The user's health condition is reportedly deteriorating and the user's family does not want to proceed with revision surgery. The user has passed away due to device unrelated health issues.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic for mapping. On examination, the implant was observed to be exposed with a sinus above the coil area, surrounded by yellow pus, suggesting an infection. The user was admitted to the hospital for an IV drip, swab sampling, and antibiotics. Given the device's excessive exposure, the otologist assumes that an explantation is likely necessary, retaining the electrode, and, eventually, a re-implantation after healing.